Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a capsule tear in a patient's eye during a laser assisted cataract procedure. The patient had a free floating capsularhexis. However, when hydro dissection was performed a capsular tear occurred. It was noted that the posterior control points on the line scan were changed by the surgeon to 500 microns from the posterior capsule. Upon follow up, information on usb stick was deleted.

Manufacturer narrative:
A company clinical applications specialist suggested to the surgeon to keep the setting as 800 microns. Two cases performed thereafter and had no issues and were completed without any complications. A company representative visited the site and evaluated the system due to the reported event. No system issues were found. System calibration was performed as proactive measures. System was tested and verified to meet specifications prior to departure. There are multiple non-system related factors that could contribute or be the cause to the reported event of capsular tear. Therefore, the potential root cause of the reported event of capsular tear could be attributed to surgical technique. However, without images of the optical coherence tomography (oct) scans or treatment video, there is insufficient evidence to contribute to root cause to surgical technique. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).